Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial #:(B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4).

Event description:
The patient missed her pump refill "about ten days ago." The patient was experiencing withdrawal and was unable to "think straight." The patient's nurse was noted as having moved to another clinic, and the patient was unable to contact their nurse to reschedule a refill appointment. Drugs delivered via the device were morphine and baclofen. Additional information has been requested, but was not available as of the date of this report.